Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye due to z-syndrome. No other information was provided. Additional information was requested but not received.

Manufacturer narrative:
Additional information: device manufacture date, additional MFR narrative. Limited additional information was received, which indicated the lens was removed and discarded. The haptics were cut and left in the eye. No other information was provided. The explanted lens was not returned; therefore, a product evaluation could not be performed. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.